Event description:
Patient was 30 minutes into rapid rituxan infusion when tubing possibly cracked and drug leaked down pump onto floor (~250 ml). No drug leaked onto patient or employees. Tubing was disconnected and sealed into ziplock hazardous bag and returned to pharmacy.